Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and low pacing impedance were observed. The lead was capped and replaced on (B)(6) 2016. The patient condition is stable.